Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm and biomed installed a new fill manifold but the issue was not resolved. A new pneumatic interface module was installed and the issue was resolved. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge trained biomed, the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge trained biomed, the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.